Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with complaint of syncope. There was a slight increase in threshold measurements observed with the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.